Event description:
It was reported that pump housing had plastic melting around cartridge area and there was a "crack on pump". There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding actions taken by customer or technical support in response to this event.